Manufacturer narrative:
Continuation of d10: product ID 8731sc; serial# (B)(6) implanted: (B)(6) 2009. Product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6) , ubd: 29-dec-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. It was reported that the patient's catheter became dislodged at least 6 months ago. The patient was being managed by oral medication and no longer needed the pump. The pump had been alarming and they wanted to shut down the pump permanently. The managing provider requested the permanent shut down code. There were no signs, symptoms, or diagnoses reported related to the patient's device or therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported the patient stated that during their last appointment at the hospital for possible pump replacement, the patient was evaluated and told that their muscle spasm could best be managed with oral medication. Replacement of the intrathecal baclofen (itb) pump was declined at that time. The patient's pump was permanently shut down and no longer in use, but the system remained implanted.